Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including using the correct kit components; confirming no milk backup had occurred; correct user positioning, no heavy letdown and verifying correct kit components were being used and washed according to our instructions for use. The customer was sent a replacement pump, connectors and tubing. The return of her original device and components were requested back for testing. In follow up with a complaint handler on 3/25/2022, the customer stated that she has been on antibiotics since (B)(6)2022 and now her doctor thinks it has turned into (B)(6). Additionally, she indicated that her doctor wants her to continue to use the symphony breast pump. In follow up with a complaint handler on 3/31, the customer stated the that her mastitis is resolved but may return as she is an over producer. She also indicated that she has had multiple cases of mastitis with her first born. Additionally, she said her replacement pump is working well but the rhythm is different than the old model pump in style. The device was returned with the customer's parts and accessories and was evaluated on 04/04/2022. The device was tested with a lab kit and the customer's kit and the issue of no suction was reproduced. Human milk residue was found on the housing, the aggregate (internal motor & pump assembly), chassis, and solenoid. The customer's report of low suction was confirmed. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 3/14/2022, the customer alleged to medela llc that the suction on her pump in style max flow was getting weak and she developed mastitis. Additionally she alleged that she rented a symphony breast pump but now has gone back to using the max flow and the suction won't release.